Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pocket and ti neck fractures. Medium activity level. Additional information received 05/17/2016; gray, discolored, cysts, metal shavings. Mom complications.